Event description:
We were placing perclose before impella placement. The first perclose worked. The next three failed and could not deploy because of calcium. A fourth one was attempted, and it "snapped" where the hydrophilic and metal meet on the device. Vascular surgery was called and assisted removal. It was able to be removed over the wire with no injury. A sheath was inserted, and the planned percutaneous coronary intervention procedure was postponed until the next day.